Event description:
It was reported that the device indicated recommended replacement time (rrt) and had a battery or longevity issue. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: 6944-65 lead implanted 2011 (B)(6). (B)(4).